Manufacturer narrative:
The device history log printout was reviewed and the following info was noted. The pump was initially running at a software selected rate of 18.5ml/hr when the following parameters were entered: patient weight = 61.8kg, dosage of 5mcg/kg/minute, solution concentration of 250mg in 250ml. At 13:56 on 18 feb. 97, the flowsheet was cleared. At 14:52 the concentration was entered as 25.0mg in 250ml which changed the software rate to 185ml/hr. The incorrect concentration (25.0mg/250ml) was re-entered three times at 15:08, 15:10 and 16:08. At 16:12, the concentration was correctly changed to 250mg/250ml. The device passed performance testing within product specification. The frequency of death or serious injury reports for code 102 (overdelivery) for omniflow products is .30/million sets.

Event description:
Overdelivery reported. The pump was set to infuse dobutrex 250mg/250ml at 5 mcg/kg/min (18.5ml/hr). A new container was started at 3:15pm, and at 4:15pm a nurse noted that the display read 37ml had infused and the rate was at 185ml/hr. Approximately one-third to one-half of the 250ml container was reported to be gone. The patient did not experience any untoward effects from the overdelivery. The infusion was held for 2 hours and then resumed with a new pump.